Manufacturer narrative:
The actual sample was received at the plant for analysis. The received device was labeled for single use. Visual inspection on the device noted no signs of blockage or physical abnormalities that could have caused the reported issue. The luer cap was removed and continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be in specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor did not flow during priming. There was no patient involvement. No additional information is available.